Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
During the procedure it was difficult to advance the 2.5x3.5 orbit mini complex fill coil delivery system through the middle section of the unknown microcatheter and the coil got stuck. The delivery system was withdrawn, and the coil was stretched. The coil was changed to another one to complete the procedure with the same microcatheter. Prior to this coil, no other device went through the microcatheter. A constant and dedicated flush was maintained at all times. The microcatheter was re-shaped with the shaping mandrel and steam. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. The target site was the acom that measure 3x4mm. A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were noted in the hypotube and support coil. Part of the support coil was out of the introducer which was partially unzipped and presented no damages. The rest of the support coil, embolic coil and gripper were inside of the introducer. The embolic coil was still attached to the gripper and it was stretched at proximal side. Residues of blood were noted inside of the introducer. No other damages were noted. The gripper was inspected under microscope and no anomalies were noted. The od from the delivery tube was measured and was found within specification. Functional test could not be performed due to the support coil could not be recapture due to the kinks and the stretched condition of the embolic coil. A review of the device history records (DHR) revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The DHR review indicates that the product was tested and inspected per established manufacturing requirements including inspection results test the reported inability to advance the orbit system through the microcatheter could not be evaluated due to the condition of the returned device; however, the od of the device met specifications. The kinks noted on the device may have contributed to the event. The reported stretched coil was confirmed. With review of the available procedural information and the analysis, the cause of the condition of the returned device and reported events could not be determined. However there is no indication of any manufacturing issues related to the events. Inspections are in place to prevent damaged devices from leaving the facility. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
A non-sterile trufill dcs orbit was received coiled inside of a plastic bag. Several kinks were noted in the hypotube and support coil. Part of the support coil was out of the introducer which was partially unzipped and presented no damages. Rest of the support coil, embolic coil and gripper were inside of the introducer. Embolic coil was still attached to the gripper and it was stretched at proximal side. Residues of blood were noted inside of the introducer. No other damages were noted. Gripper was inspected under microscope and no anomalies were noted. The od from the delivery tube was measured and was found within specification according to document (B)(4). Functional test could not be performed due to the support coil could not be recapture and the stretched condition of the embolic coil. A review of the manufacturing documentation associated with this lot 15206544 the following was found. Thirty (30) units were rejected during the final assembly of this lot. The DHR review confirmed that the rejected units were properly segregated and discarded. First failure reported by the customer as ''coil impeded'' could not be evaluated; however, the several kinks noted in the device could be contribute to the failure experienced by the customer. Second failure reported as ''coil stretched'' was confirmed. The cause of the kinks and the stretched condition noted in the device could not be conclusively determined; however, neither the analysis nor the DHR review suggests that these damages could be related to the manufacturing process, in addition that the device meet with the od specification according the manufacturing procedures. Inspections are in place that prevents these kinds of damages leaving from the facility. Since the failure reported could not be evaluated and there are no indication that the failure experienced could be related to the manufacturing process; the failure reported remains inconclusively and undetermined therefore no corrective actions will be taken at this time. Additional information will be submitted within 30 days of receipt.

Event description:
During the procedure it was difficult to advance the coil delivery system through the middle section of the microcatheter and the coil got stuck. The delivery system was withdrawn, and the coil was stretched. The coil was changed to another one to complete the procedure with the same microcatheter. Prior to this coil, no other device went through the microcatheter. A constant and dedicated flush was maintained at all times. The microcatheter was re-shaped with the shaping mandrel and steam. After removal, other than the reported event, no other damages were noticed on the delivery system (kink, bend, separated or fracture, etc), introducer or coil (kink, bend, fracture, separated, etc) or microcatheter, and the coil was still attached to the delivery system. The target site was the acom that measure 3x4mm.